Event description:
Procedure type: nissen. According to the reporter: the shaft splintered apart while attempting to retract device. Device was removed from pt and no longer used. Applied another device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).